Event description:
It was reported that the health care professional (hcp) called for review of an atrial fibrillation (af) for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted a week prior the patient had an inappropriate shock due to t-wave oversensing. The device was re-programmed from secondary 1x gain to primary 1x gain. Technical services (ts) reviewed the device data and asked if there were any sternal wires and the hcp confirmed there was. Ts provided troubleshooting options and recommended imaging. Additionally, the smart pass feature was disabled due to asystole and at the time the patient received the shock it was still disabled. It was noted that the patient had septal myomectomy and sternotomy and the sense b electrode is sitting right around the sternal wires. This is likely causing noise on the af event when programmed in primary. The physician wanted to know if they can simulate the event and ts recommended programming the device to secondary. At this time, the system remains in service. No adverse patient effects were reported.